Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and high capture threshold was observed on the right ventricular lead. The rv lead was removed via laser lead extraction and was replaced. The cause of the lead malfunction was suspected to be a crush. The patient was stable.